Event description:
The reporter states that she obtained the blood glucose comparison of 377mg/dl and 134mg/dl on the accu-chek compact plus system. The results were obtained with a 10 minute timeframe. No actions taken or treatment given based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.